Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the stenosis and high gradient cannot be conclusively determined at this time. However, it is patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 21mm pericardial aortic valve was disabled after an implant duration of ten (10) years and two (2) days due to severe aortic stenosis and deterioration. Per obtained medical records, the patient presented with progressively worsening dyspnea on exertion for the past several months and occasional dizziness. The patient underwent a valve-in-valve procedure with a 23mm transcatheter valve using a right percutaneous femoral approach. Transesophageal echocardiography was performed afterward and revealed good valve positioning, no perivalvular leak, no central aortic insufficiency, and a good technical result. The patient tolerated the procedure well and there were no complications. The patient was discharged in stable condition on post-operative day two (2).